Manufacturer narrative:
Additional information regarding the details of the enpower connecting cable were received on july 24, 2014; catalog number: ecb00018200 and lot number c16316. Complaint conclusion: the device was returned for analysis. The detached coil, detachment control box, cable, and the prowler select lpes micro- catheter were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The coil was not returned. Before the device positioning unit (dpu) was retracted from the hoop dispenser, microscopic inspection found that the coil was not attached to the dpu or inside the hoop dispenser and other returned packaging. The evidence shows that the resistive heating coil received heat and melted the detachment fiber on the contact surfaces. The dpu passed electrical testing with resistance at 52.7 ohms and the enpowers systems ready green light illuminated. With the dpu passing electrical testing, with the detachment fiber receiving heat and melting along with the coils non-return, the root cause of the coils non-detachment cannot be determined. In addition, without the return of the detached coil, the complete detachment system, and the prowler select lpes microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil failure to detach could not be confirmed since the dpu passed electrical testing during device analysis, and the coil was not returned and analysis showed that the resistive heating coil had received heat and melted the detachment fiber on the contact surfaces. Since it was reported that the coil was removed from the patient, the coil had detached during post-procedural handling. It is not possible to determine the root cause of the event experienced by the customer. There was no evidence of a manufacturing issue related to the event; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant medical products: a prowler select lpes microcatheter (lot 17131077), an enpower detachment control box (lot f75996), and an enpower connecting cable (lot unk) were was used for the procedure. The product was returned for analysis; however, the analysis has not yet been completed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Information regarding patient age, gender, and weight were available. Additional information will be submitted within 30 days of receipt.

Event description:
During coil embolization of an anterior communicating artery aneurysm, the micrusphere coil (ssr10022520/c10379) did not detach using an enpower connecting cable (catalog/lot unknown). All troubleshooting measures were performed, but the coil did not detach and was removed from the patient. Since it was decided that no other coils would be implanted, the prowler select lpes (lot 17131077) microcatheter was removed with the micrusphere. There had been no resistance between the coil and microcatheter and a continuous flush had been maintained through the microcatheter. The coil did not prematurely detach, kink or stretch. An enpower detachment control box (lot f75996) was used for the procedure and it was used successfully with no issues following this procedure. The detachment control box did not appear damaged. A pre-deployment electrical check had been performed. No fault light was seen during the case, and all lights illuminated, and the top most remained illuminated. The green system ready light illuminated, and during the detachment cycle, the detachment light illuminated and the audible signal beeped. All connections appeared to fit properly without application of excessive force. There was no patient injury or clinically significant delay in the procedure due to the event.